Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the threshold was high and the sensing was low. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.